Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Numerous false positive flu or sars results (exact number and analytes unknown) when testing mostly asymptomatic patients and some symptomatic patients. Some results are confirmed upon repeat with the sofia flu+sars test and some are confirmed negative with pcr.